Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was observed. Further evaluation showed the undersensing leading to the detection of a false pause episode was due to noise. No further action will be taken and the patient was in stable condition.